Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic prostatectomy. Event description: used to clip during. 4 clips were able to be deployed, however with several actuations of handle to deploy each one. Was there any clinical impact to the patient? Slowed down the operation (B)(6) 2025: additional information received from territory manager via email: patient is recovering from surgery. No adverse events recorded. How was the device being used: ca500 was used to control bleeding by ligating the lateral vascular pedicles and the dorsal venous plexus. Intervention: replaced the original ca500 with a new one. Used with no deployment issues. Patient status: patient is recovering from surgery. No adverse events recorded.

Event description:
Procedure performed: robotic prostatectomy. Event description: used to clip during. 4 clips were able to be deployed, however with several actuations of handle to deploy each one. Was there any clinical impact to the patient? Slowed down the operation. 08.05.2025: additional information received from territory manager via email: patient is recovering from surgery. No adverse events recorded. How was the device being used: ca500 was used to control bleeding by ligating the lateral vascular pedicles and the dorsal venous plexus. Intervention: replaced the original ca500 with a new one. Used with no deployment issues. Patient status: patient is recovering from surgery. No adverse events recorded.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.